Event description:
It was reported that a skin reaction issue occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On the morning of (B)(6) 2025, the patient developed redness, and itching and burning sensation under sensor patch, and she had hives all over her head. On the same day, the patient drove herself to the emergency department (ed) and received symptoms monitoring and treatment of oral allergy medication (benadryl, unspecified dosage). The patient alleged the reaction was caused by the ingredients in the sensor patch adhesive glue. She was discharged home two hours later after the medication had worn off. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).